Manufacturer narrative:
Concomitant medical product: product ID 97745 lot# serial# unknown implanted: explanted: product type programmer, patient medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was caller reported that "settings unavailable cannot provide your desired intensity settings" displays when attempting to increase stimulation. Caller commented that they can decrease but can't increase. Caller initially said the issue began sometime in 2022 but then later in the conversation said this issue began right when pt received this controller as a replacement, which was (B)(6) 2021. Caller also stated that when they got the controller, they did not have the same programming and that they don't have any groups or programs. Patient services (pss) was unable to troubleshoot this issue because pt's ins was depleted at the time of call. Caller stated they were supposed to meet with a rep in november of 2022 to address the issue but they did not show up to pt's appointment. Pss reviewed information and sent an email to the field for visibility. The patient was redirected to their healthcare provider to further address the issue. Additional information was received. Patient stated they're still getting the "settings not available" message when they try to increase their intensity. Patient added that they used to have groups a and b available, but now b is gone. Patient noted the implant is located in their left thigh. Patient noted they charge the implant every day and run their settings pretty high, but they're not high enough since they can't increase intensity. Patient explained that they have an upcoming appointment with their pcp.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Pt called back and repeated information from this case and previous follow-up note about the settings not available message and they mentioned they haven't met with a rep yet. Pt noted they have an appointment with their hcp coming up and requested a rep.